Event description:
During an esophagogastroduodenoscopy with dilation, tip of cre¿ pro wireguided balloon dilatation catheter leaked water into duodenum while dilated. The dilation balloon was removed and no harm to patient.